Event description:
In this event it was reported that a patient received one (1) osseospeed tx implant on (B)(6), 2013 to replace the tooth in region #31. After one week the patient experienced severe skin problems, described as rash all over the body with pink patches. The patient went to her primary care physician and was diagnosed with a potential allergic reaction.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response an subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.